Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014

Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed loss of capture exhibited by the right ventricular lead. No interventions were made. There were no patient symptoms reported.

Manufacturer narrative:
Additional information: b5 and h6.

Event description:
New information received notes that the right ventricular exhibited persistent over-sensed noise despite programming changes. Noise was reproducible in clinic. No pacing inhibition was noted, and no further intervention were made. The patient was stable.